Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2006. 4568 lead, implanted: (B)(6) 1999. 4068 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and had their system explanted. As well, the patient's implantable cardioverter defibrillator (ICD) eroded through their skin. It was noted that due to the patient's pacemaker dependency, they were implanted with a temporary pacing lead to provide pacing support until a new system could be implanted. Cultures were taken, antibiotic treatment was necessary and the source of the infection was unknown. No further patient complications have been reported as a result of this event.